Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported excessive aspiration when pressing the footswitch during a procedure. The surgeon reduced the vacuum and the system parameters to avoid harm to the pt; however, it was noted that the pt's anterior chamber collapsed during the event. There was no subsequent injury or harm to the pt as a result.